Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the reported issue. Event trace has no unusual alarm types however found o2 (oxygen) low1. As a resolution unit was connected to a good patient circuit and ac adapter. Unit passed 53hours of extended testing at the customer settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit is stacking breaths when ventilating on a patient. The more they increased the fio2 (fraction of inspired oxygen) the more the breaths stacked. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.